Manufacturer narrative:
Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
:Concomitant medical products product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml at 200 mcg/day via an implantable pump. The indications for use was intractable spasticity. On (B)(6) 2020 it was reported that the patient had a pocket revision due to the device moving significantly and flipping regularly in pocket. Upon opening the pocket, the surgeon found the catheter was completely severed near the pump connector piece and a large portion of the remaining catheter in the pocket was kinked/coiled in the pocket. The damaged portion was removed, and a new catheter pump segment was used to restore function to the catheter. More than 2 ml was successfully aspirated from catheter after repair. The environmental, external or patient factors that may have led or contributed to the issue was the pump was flipping/moving in the pocket. It was unknown if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the pump pocket was revised and a catheter revision performed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.